Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, no users were able to log in to the devices. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users unable to login. A technical support specialist (tss) dialed into the station and confirmed successful login. The application server and database server were checked, and queries were run to review station communication and synchronization messages. No server-side issues or failed flags were identified, indicating the outage was not caused by the system. The issue was resolved which determined to be related to the customer¿s network connectivity between the facility and the server. Data sync services were restarted on all servers, including the sync server, and the customer was advised to work with facility information technology (it) to address the network communication issue. The system functioned as intended after the technical support specialist troubleshot the device.